Manufacturer narrative:
Initially (B)(4) received the information that the device was contaminated with mycobacterium gordonae. Through further follow-up communication (B)(4) learned that the device was contaminated with mycobacterium chimaera and not gordonae.

Manufacturer narrative:
There is no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The customer provided the testing records for the device, which revealed that the unit has also tested positive for "mycobacterium spp," "methylobacterium organophilum," "shingomonas paucimobilis" and "methylobacterium sp." The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Livanova (B)(4) received a report that the heater-cooler system 3t tested positive for mycobacterium gordonae. The customer stated that puristeril has been used for disinfection for over 1 year and monthly microbiological control has been established by the hygiene department. The customer reported that the perfusionists only use sterile water with the device. There was no known patient involvement.